Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the laser began forward firing after at 5 minutes of use. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the laser began forward firing after at 5 minutes of use. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber identified a circumferential fracture in the glass tip. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted also concluded the firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that the debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including a distal circumferential fracture. The instructions for use (IFU) were reviewed and IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. A risk review was completed and confirmed that the event of beam forward firing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on analysis results, the observed distal circumferential fracture is most likely related to the interaction between the user and device, therefore an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU cited: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information provided, cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the laser began forward firing after at 5 minutes of use. Due to this, the procedure was completed using another device. There were no patient complications.